Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The delivery system was discarded and the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip getting stuck and being deployed on a single leaflet. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip was deployed. The second mitraclip was inserted, but it got stuck on the anterior leaflet during advancement in the left ventricle. The mitraclip was unable to be freed from the leaflet and was deployed on the single leaflet. A third mitraclip was implanted to stabilize the second clip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The reported entrapment of device or device components appears to be related to procedural conditions (visualization limitations). The reported patient effect of foreign body in patient appears to be a result of procedural conditions (due to the clip becoming caught and unable to be freed, and hence clip being deployed on a single leaflet). The patient effect of failure to deliver mitraclip nt to the intended site (foreign body in patient), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.